Event description:
"Needle broke off at the hub and remained in the abdominal tissue". After injection of their pre-lunch actrapid (fast-acting human insulin) the needle broke off at the hub and remained in the abdominal tissue. The n eedle was flushed with the skin and an attempt to withdraw the broken needle resulted in the needle penetrating deeper into the abdominal needle resulted in the needle penetrating deeper into the abdominal tissue. The pt consulted their gp who referred to a hospital/imaging practice. Ultrasound was performed to locate the injection site and then the needle was imaged using x-ray. Unfortunately, the ultrasound procedure procedure forced the needle yet deeper into the abdominal tissue. The consultant advised the pt that they would not recommend surgery to attempt to recover the broken needle, especially considering that there was no evidence of local infection. The consultant advised the pt to await a possible local infection which would probably result in the needle coming closer to the skin surface to enable the extraction. The pt is using actrapid 3 times daily before meals and protaphane (long-acting human insulin) before bed and their recently switched from syringes and vials to penfill/novopen 3 (insulin delivery devices). They typically use a new needle each day for thier insulin injections. The remaining part of the broken needle has been disposed. The final outcome of the event is unknown.